Event description:
The patient underwent replacement of an lvad, left ventricular assist device, because of presumed device infection. At explant, the old lvad was found to have a suspected and unanticipated inflow valve conduit problem.